Event description:
It was reported, the subject device did not display a video image. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, the customer issue did not occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.